Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 9 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. Evaluation results findings (components/results). 3 devices: chassis/frame / mechanical problem identified. 1 device: appropriate term/code not available / no findings available. 1 device: fastener / device migration. 1 device: wheel / mechanical problem identified. 1 device: circuit board / electrical/electronic component problem identified. 1 device: rod/shaft / deformation problem. 1 device: caster / mechanical problem identified. 1 device: tube / deformation problem. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 10 malfunction event(s), where it was reported the device experienced difficult to load/unload the cot in the ambulance. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
1 device that was originally coded as not made available by the customer was communicated with the field service representative, and it was identified that the device had no defect, and the issue was reported in error.

Event description:
This report now summarizes 9 malfunction event(s), instead of 10.